Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, patient experienced elevated bgs following a supply change. The patient reported high blood glucose (bg) of 324 mg/dl at time of call. A cd supply change was performed with no abnormalities noted, and bg began trending down. Next follow up, patient¿s bg remained 345 mg/dl. Reports showed no insulin delivery; pump was stuck on rewind page. Agent resolved an occlusion via fill tubing and reconnected the pump. Advised patient to monitor bg for 2 hours and call back if no improvement. The patient was out of bg range for 90+ minutes. On final follow up, patient's bg was still 350 mg/dl. Patient¿s wife declined a site change. Agent recommended continued monitoring and contacting hcp if bg does not decrease. No symptoms reported during event, and no medical intervention required at time of call.